Event description:
A complaint of imprecise sequential readings was received on a customer's precision xtra blood glucose meter. The customer obtained readings of 236 mg/dl and 21 mg/dl within a ten-minute timeframe. When plotted against the average on a parkes error grid the results fall in the "b" and "c" zones. The "c" zone result is considered clinically significant. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
(B)(4). The customer's meter and test strips were returned for investigation. The complaint was not confirmed and no new issues were observed; all results were within range specification, and no errors or other issues were observed during control solution testing.